Manufacturer narrative:
02-dec-2016 product investigation results: the reporter returned an unspecified number of toothbrush heads on 29-nov-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Part of the brush head landed at the back of throat [foreign body]; a part of the brush head broke off, which landed at the back of throat [device breakage]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on 03-nov-2016 that when he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, a part of the oral-b flexisoft brushhead broke off, which landed at the back of his/her throat. The consumer noted that it "ended up okay" but he/she had been scared and would no longer use this set of 4 brush heads that he/she had bought. The case outcome was recovered. No further information was provided. 10-nov-2016 received consumer follow-up: the consumer reported that it had been a long time since he/she had purchased the brush heads. The consumer stated that he/she used an oral-b pro vitality cross action toothbrush. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Part of the brush head landed at the back of throat [foreign body]. A part of the brush head broke off, which landed at the back of throat [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that when he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, a part of the oral-b flexisoft brushhead broke off, which landed at the back of his/her throat. The consumer noted that it "ended up okay" but he/she had been scared and would no longer use this set of 4 brush heads that he/she had bought. The case outcome was recovered. No further information was provided. On (B)(6) 2016 received consumer follow-up: the consumer reported that it had been a long time since he/she had purchased the brush heads. The consumer stated that he/she used an oral-b pro vitality cross action toothbrush. No further information was provided.